Manufacturer narrative:
Date received by manufacturer (mo/day/yr)", corrected data: the initial report inadvertently listed the wrong initial aware date. It was confirmed the company representative first became aware of the report 10/10/2018.

Manufacturer narrative:
Device evaluation not necessary as the reported events are not related to device functionality.

Event description:
It was reported by the physician that the patient presented with protrusion and bruising at the generator site. Impedance was noted as normal a week before they saw the patient. The generator was later explanted due to the protrusion. Attempts to the physician have been made, but no additional relevant information has been received to date.